Event description:
Runaway apap machine. On factory settings ramps up to highest possible pressure causing pain and epistaxis. User employed the machine exactly as instructed by user manual. The user routinely used a respironics apap device each night without incident. The pressure generated by the respironics device was nearly imperceptible to the patient. Logs from the respironics device was used for travel because of its small size. While the human medical device initially seemed to function well, it developed a malfunction causing it to exert maximum possible pressure, causing intense pain in the sinus regin and epistaxis. Dose or amount: use at night. Frequency: bedtime. Date of use: (B)(6) 2015 - (B)(6) 2016. Diagnosis or reason for use: snoring/obstructive sleep apnea. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.